Event description:
It was reported that the customer passed away at home on (B)(6) 2022. Blood glucose reading around the time of event was not known. It was reported that the customer did not have other health issues or illness that may have contributed or led up to their passing. They did have a history of anxiety, but was not on medication. The cause of death was unknown since autopsy results were pending. The pump was worn at the time of event and medtronic cgm was also in use. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The customer passed away on (B)(6) 2022. Using a test battery cap, the pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The pump had a completely broken off battery cap contact (all 3 heat stake posts were broken off). The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, cracked retainer, and stained serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump was received with a depleted duracell ultra alkaline battery installed. Please see below for the customer's daily total of all insulin delivered surrounding the event date of (B)(6) 2022 listed on smartsolve and the days prior to the event date. (B)(6) 2022 daily total of all insulin delivered = 51.75. (B)(6) 2022 daily total of all insulin delivered = 44.15. (B)(6) 2022 daily total of all insulin delivered = 43.875. (B)(6) 2022 daily total of all insulin delivered= 44.2. (B)(6) 2022 daily total of all insulin delivered= 51.875. (B)(6) 2022 daily total of all insulin delivered = 39.125. (B)(6) 2022 daily total of all insulin delivered = 21.75. The pump passed the functional testing. During visual inspection, broken battery cap confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.